Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was 187 mg/dl. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.